Manufacturer narrative:
A fracture of the rv conductor was noted at 3.1cm from the connector pin consistent with fatigue. A fracture of the inner coil was noted at 3.5cm from the connector pin consistent with fatigue. This is consistent with the observation from the field of high lead impedance.

Event description:
It was reported that lead was explanted and replaced due to high pacing lead impedance.